Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp. The hcp was asked the cause of the event and hcp answered stating that upon opening the box, the tip of the wire was bent and it was unable to be used. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a trial lead. Rep indicated a damaged out of box failure for a trial lead. The hcp indicated they were not in the operating room (or) during the procedure, but the physician came out and reported they needed another lead as the one they were going to implant had "a large kink in it or something" that they couldn't get it out in order for it to work. As a result of what was reported, another lead was used without issue. Caller indicated they were given the empty lead box and assumed the lead was discarded in the or. No patient symptoms were reported and no further complications have been reported as a result of this event.